Event description:
It was reported that stent damage occurred. The 100% stenosed lesion is located in the moderately tortuous mid right coronary artery (rca). An unspecified guide wire advanced to the lesion. Thrombectomy was performed with a unspecified catheter. Predilation was performed with an unspecified semi-compliance balloon catheter. A 28mm x 3.50mm taxus¿ element¿ stent was selected to treat the lesion however, the device was unable to cross the target lesion. When the device was removed from the patient, it was found that a stent strut was partially lifted approximately 2 mm from the distal edge of the stent. The procedure was completed with another of the same device. No patient complication were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).